Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 68-year-old male patient presenting acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced runs of ventricular tachycardia. As a result of the noted condition, the decision was made to explant the impella pump. An intra-aortic balloon pump was subsequently inserted to continue support.